Manufacturer narrative:
(B)(4). Additional information: an actual sample was sent in for an evaluation. The sample was visually checked with no issue detected. The sample was then functionally tested underwater at 0.56 bar. The sample's analysis revealed a blockage at the level of the y connector. Therefore, the defect reported by the customer was confirmed. The cause of this condition was due to bonding application failure. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This issue is being investigated through CAPA.

Event description:
A customer reported to baxter (B)(4) that when a nurse tried to use the syringe adator set, the solution stopped flowing in the y-connector. This condition occurred before usage. There was no report of any patient involvement or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). A sample is available for an evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted. This is a product not distributed in the us and does not have a 510k number.